Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned opened but unused in the original tyvek tray. Visual inspection found there was an imprint of the top of the paper seal, as well as in the tray along the sealing area. The power cord was flat in one spot and had a ridging imprint as well. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - finland. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cord of the pulsavac washer has remained on the surface to be glued during manufacturing. Damage to sterile packaging was confirmed. The event timing was prior to surgery. There was no harm or delay reported. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.